Event description:
Customer reported a motor error alarm during a bolus. She stated that the insulin pump had not been exposed to any strong magnetic field or MRI. The insulin pump passed the displacement test. The customer stated that the insulin pump had not been dropped or bumped and was able to complete the rewind sequence. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in alarm history screen. Motor passed motor test. Motor may have had an intermittent failure not detected during our testing. The insulin pump was received with cracked case on display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.